Manufacturer narrative:
The event occurred in (B) (6). - (B) (4): device not returned to manufacturer.

Event description:
Reporter sated that patient obtained back-to-back blood glucose results of 98 mg/dl and 203 mg/dl on the aviva system. No adverse event associated with the alleged malfunction was reported. The suspect product was not returned to the manufacturer for evaluation.